Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort, limited mobility and corrosion, friction and wear believed to have caused amounts of toxic cobalt-chromium metal debris to be released into the patient's tissue surrounding the implants. Doi: (B)(6) 2007 : dor: not reported (left hip). Patient is bilateral, please see (B)(4), right hip).

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges metallosis. Updated part and lot number of the head, liner and stem, patient harm. Added patient's date of birth and address. Doi: (B)(6) 2007 - dor: not reported (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.